Event description:
It was reported that a spectrum infusion pump failed volume and occlusion tests in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed occlusion tests" was not reproduced. Device was sent for upstream occlusion, downstream occlusion and it passed the upstream and down stream testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. During functional testing, the reported problem "failed volume tests" was not reproduced. Device was sent for volume test at 40ml/hr with a volume to be infused of 40 for 60 minutes. The results were 38.768 and the error percentage was -3.08%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.